Event description:
Procedure - endovascular abdominal aorta aneurysm repair. When surgeon attempted to deploy a percutaneous proglide suture closure device into the femoral artery to perform the procedure percutaneously rather than a cut down procedure. During the removal of the closure sys, the shaft of the device broke in the femoral artery. The surgeon had to convert to an open cut down procedure to remove the shaft of the device. The completion and repair of the abdomen aneurysm was completed.